Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Upon inspection and testing of the device, when the customer moves the cart, the picture is lost. Upon inspection of the cart, it was noticed that the connector itself was loose. To date, this device has not been returned to olympus for evaluation. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that the connector on the high-definition lcd monitor was loose. Upon inspection and testing of the device, when the customer moves the cart, the picture is lost. Upon inspection of the cart, it was noticed that the connector itself was loose. There was no patient harm associated with the event.